Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the no image and b30 scope communication error issues occurred due to corrosion on endoscope connector. However, a root cause could not be identified. Regarding the corrosion on the endoscope connector, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho fiber videoscope exhibited a b30 scope communication error, no image, and corrosion on the scope connector. There was no patient involvement.